Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the service history for the customer's analyzer, a search for similar complaints, and a review of labeling. According to the complaint notes, the same sample that was tested on the architect was not used for testing on the lumipulse chemiluminescent enzyme immunoassay instrument and the polymerase chain reaction (pcr) instrument. The suspect sample was not retested on the architect analyzer. The doctor confirmed that the suspect specimen was not mistaken for another patient. The service history review for the customer's analyzer found no other complaints have been reported, and there has been no recurrence of false negative hcv ag results. There was no adverse trend identified for the customer's issue. Labeling was reviewed and found to be adequate. In conclusion, a deficiency of the architect system was not identified. A possible cause for the customer's issue is sample integrity.

Event description:
The customer stated an architect i2000sr analyzer generated a false negative hcv result for one patient sample. The patient sample was retested using lumipulse methodology and pcr testing, and both generated positive hcv results. There was no adverse impact to patient management reported.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.